Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a severe hypoglycemic event. The patient stated that they were on vacation when the receiver gave an alert for a low. The patient stated that her low alert was set at 80 mg/dl. The patient stated that she confirmed the alert and wanted to get something to drink but she became dizzy. It was indicated that she did not have control of her body and fell into the swimming pool. When the patient was pulled out of the water, her husband gave her cola to drink and she became better. The ambulance was called but there was no further treatment necessary. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.